Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. An opticross hd catheter was selected for the ultrasound examination of the target lesion. During procedure detachment was noted. The procedure was completed with another device. There were no patient complications.